Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, to detect and cancel the test instead of releasing false positive results.

Event description:
Customer reported that received a positive test result on (B)(6) 2021 (cartridge sn (B)(4)) and immediately performed a second cue test (cartridge sn (B)(4)) and received a negative result with cartridge lot 21006c . A laboratory-based pcr test performed by (B)(6) hospital that afternoon confirmed a negative test result.